Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). Broken advancer,feeder shoe damaged with clip present in device. Indicator wheel failure. The analysis results found that device (a) was received with a pear shaped clip attached to the device and with the orange indicator over traveled. Upon functional testing of the device, it was cycled but no clips were fed. In order to evaluate the device's internal components, it was disassembled. Upon disassembling of the device, the tip of the advancer was found to be broken and missing. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. Further evaluation found that the feeder shoe was damaged and eight clips were found on the clip track. A possible cause may be that a jamming occurred and the trigger was forced to fire. The found condition of the orange indicator, the tip of the advancer and the feeder shoe are not related with the event reported. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended, but the orange indicator was visible at 14th firing sequence thus, it was not completely visible. This finding is not related with the event reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, at trying to make the uterine artery ligature, the clips stayed open and they had to use a new one. There were no adverse consequences for the patient.